Manufacturer narrative:
The device history record (DHR) for lot 708024 indicates there were no defects detected in the samples inspected from the hubs produced that went into this lot. There were one thousand seventy nine samples returned with this complaint. The samples were visually inspected. All of the samples had a split hub. The reported condition is confirmed. Manufacturing engineering reviewed the molds for a most likely root cause. They identified gaps behind the sliding blocks of the mold that are exposed during normal operation. These gaps could allow for parts to fall behind the blocks and become trapped. If that occurs, they could prevent the mold from closing properly and cause a shift in the geometry of the part. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, product is sampled throughout the production of the lot and checked for damage. The lot met all defined acceptance requirements and was released. A work order was issued to address the reported issue. The work order was to clean and repair the mold. A s hield was fabricated and installed over the gaps to prevent anything from falling behind the blocks of the molds. The corrective actions were completed. This information will be utilized for trending purposes to determine the need for additional corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there were needles found to have split and damaged hubs.